Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed that cassette not attached properly. No patient injury reported.

Manufacturer narrative:
Additional information was received confirming there was no patient involvement; issue was found during preventive maintenance.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced defective dso (downstream occlusion sensor). The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.